Event description:
A caller reported that there was a 5-10% increase in battery charge over a short period, which the customer associated with potential issues in their pump. There was no adverse impact on the customer's blood glucose level. Despite explanations provided by technical support regarding battery rounding and other concerns, the customer expressed a lack of trust in the pump and requested a replacement. Technical support agreed to send a replacement pump to restore customer trust, informing the customer of the warranty implications and providing instructions for returning the old pump.